Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. During the revision, two lead extensions were implanted and the ipg was moved from the right buttock to the right flank. The patient was reportedly doing well following the procedure.